Event description:
It was reported that during the initial fluoroscopy check of a transcatheter aortic valve, crown overlap was identified below node 4. The procedure continued with further deployment based on the operator's clinical decision. During deployment, an infold was detected extending across the entire length of the valve. The valve was then fully recaptured and retrieved from the patient. The procedure was successfully completed with a new dcs, a new loading system, and a new 34mm valve, achieving a good final result. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013160330); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0013051159); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay did occur due to a second valve and delivery catheter system (dcs) needing to be prepared. Per the physician, there was nothing of note in terms of patient anatomy that contributed to the infold.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery catheter system (dcs) in galway. The valve was removed from the dcs and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow appeared elliptical. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded into the delivery system for an unknown duration. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.